Manufacturer narrative:
The issue was resolved by replacing main control board assembly.

Event description:
It was reported that the water temperature keeps increasing instead of decreasing. The altrix is on manual because they did not have a temperature probe with the water temperature set at 24 and reading 27.8, increasing to 28.4 before powering down the device and back on without change in operation. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the water temperature keeps increasing instead of decreasing. The altrix is on manual because they did not have a temperature probe with the water temperature set at 24 and reading 27.8, increasing to 28.4 before powering down the device and back on without change in operation. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.